Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings:there was no pump returned with the meter for testing. The meter was successfully paired with a test pump and exercised for 24 hours with no unprogrammed boluses. No hypersensitive buttons were observed during testing. The complaint was not duplicated during testing.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump made a sound like it was delivering a bolus without user intervention. The reporter stated that the pump showed a bolus of 0.00 units programmed from the meter remote. The reporter confirmed no known tactile changes on the keypad or meter and confirmed that no buttons were being pressed at the time of the event. The patient confirmed no blood glucose excursions related to this issue. This report is made based on the allegation that the pump delivered a 0.00 unit bolus without user intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.